Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic that the insulin pump had a multiple insulin pump error alarm. Customer stated that the one alarm was for software error detection alarm which was resolved and not recurred and the another alarm was for motor arm cannot communicate with main arm and which was resolved but recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.